Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. Investigation. A device history record review was completed by our quality engineer team for provided material number 381811 and lot number 4208538. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte-n autoguard needle did not retract. The following information was provided by the initial reporter: date of incident (B)(6) 2025. Level of harm: no apparent harm - reached the patient/person -- inconvenient incident details: floor nurse attempted to use a sub product for IV catheter and was unable to retract the needle. Button was pressed and could hear an audible "click" but needle stayed out and button was stuck pressed in. Other staff member on floor mentioned this had happened the week previous 2 separate times during blood work collection. Procedure: IV start, blood work collection. 18 mar 2025: can you please provide an exact date of event in format dd-mmm-yyyy for the event reported "the week previous 2 separate times "? 2025-03-07 ¿ the other two events mentioned I don¿t have the specifics for.